Manufacturer narrative:
J neurointervent surg 2012. Brian t jankowitz,1 ajith thomas,2 tudor jovin et. Al y stenting using kissing stents for the treatment of bifurcation aneurysms the purpose of this article is to study the coiling of wide neck, bifurcating aneurysms, which often require creative techniques to ensure optimal and safe embolization. The y stenting technique utilizing kissing stents provides an alternative endovascular treatment of this complex pathology. The onyx was not available for evaluation as this event was captured through literature review and the onyx was used in the patient during the procedure. There is limited device information available as the lot number was not captured in this article. There is no evidence suggesting the onyx was defective. The cause of the reported event cannot be reliably determined, however, per the reported information, review of the IFU, and review of the literature to investigate this event, the most likely cause is patient condition.

Event description:
Medtronic received information through literature review that after endovascular treatment of an anterior communicating artery aneurysm the patient died. It was reported this patient suffered a procedural aneurysm rupture after deployment of stents and during advancement of the first coil (unknown manufacturer). Due to difficulty advancing another coil, onyx 18 was injected into the aneurysm to attenuate the active extravasation. Although the final angiographic runs showed no further extravasation with patent vessels and aneurysm obliteration, an angiogram the following day showed progressive occlusion of both a2s. The patient never regained consciousness after the procedure and care was withdrawn.